Manufacturer narrative:
User facility discarded the device.

Event description:
The device overheated during testing by a manufacturer sales representative at the user facility. There were no adverse consequences related to this event.